Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the reset process, which resolved the issue as the malfunction did not recur. The customer was advised to monitor for any future codes and continue using the pump, with the option to seek further assistance if needed.